Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message when scanning adc device, on the 10th day of wear. The customer was therefore unable to obtain sensor readings and subsequently experienced cramps, dizziness, and seizure. However, the customer reported being able to self-treat with metformin and other unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. The sensor plug was properly seated in the mount. Data was extracted from returned sensor using approved software. Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. No failure modes were observed with the sensor plug upon visual inspection. The sensor plug was removed and the plug assembly was inspected, no issues observed on printed circuit board assembly (pcba). Measured the battery and it was below specification range. Therefore, this issue was confirmed to brown out reset condition associated with a dead/low battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message when scanning adc device, on the 10th day of wear. The customer was therefore unable to obtain sensor readings and subsequently experienced cramps, dizziness, and seizure. However, the customer reported being able to self-treat with metformin and other unspecified treatment. There was no report of death or permanent injury associated with this event.